Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that when the patient's arm was manipulated, loss of capture and sensing was observed.